Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. When the cartridge was reloaded, a minimum fill message occurred. The users blood glucose level was 220 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.